Manufacturer narrative:
B5: it was later reported that on (B)(6) 2024, the lens was exchanged with a same length lens but different axis the power but the problem was not resolved. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.0/1.5/126 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2022, but did not resolve the problem. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6" work order search: no similar complaint type events were reported for units within the same lot. Claim# 733845.